Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported she is getting settings not available message on her controller for the past month. Patient stated she is trying to increase the stimulation on group a. Pt stated she always uses 2.1 or 2.3. Pt tried to change to a different group and she could not increase stimulation. Patient services (pss) suggested pt have the programming checked. Pss is sending a message to the local field rep - pt reported that in the past month her ins feels like something is rubbing the ins area over and over. Pt stated the ins site feels "jiggly" in there in the past month. Pt stated the area hurts bad by the end of the day and it is hard to lay down or sit with the ins area touching something. Pt stated that she did have a fall 3 to 4 months ago pt stated she falls all the time. Pss did suggest pt talk to her doctor about the ins area.